Event description:
It was reported by the caller that the drain was placed following spinal instrumentation. It was reported by the caller that the physician checked the drain on the first day post-op and observed that the drain had snapped into two pieces. Caller states the pt was taken to the or on event date to remove the remaining piece of the drain.